Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pinched pulse wire in the cable connecting ECG "a", "b" and the front therapy electrode causing a short in the distribution node (dn) pca. The root cause for the pinched bare wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the therapy electrodes were non-functional.